Event description:
Suspected atrial under-sensing pwave -0.3 mv, programmed sensitivity 0.3 mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).